Event description:
On (B) (6), 2010, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ping meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The pt's mother reported that the alleged power issue began on (B) (6), 2010 at approx 10:30am. About 10-15 mins prior to when the alleged power issue started, the rptr claimed that the pt had begun to feel irritable, cranky and hungry. Despite not being able to test as a result of the issue, the pt's mother stated that the pt was immediately given food and/or drink. At 10:45am, the pt's mother reported that the pt was tested on another device and obtained a reading of "118 mg/dl."at the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendations. The alleged power issue remained unresolved. Replacement products were sent to the pt. Although the pt showed symptoms associated with a low blood glucose, there is no indication that the subject meter caused or contributed to this serious injury. The pt had become symptomatic prior to when the alleged issue began. In addition, there is no evidence of delay in treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.